Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Unconfirmed tubing issues.

Event description:
It was reported that air-in-the line was experienced. Although requested, there is no additional patient or event information available.

Manufacturer narrative:
The customer's complaint of air-in-line could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that air-in-the line was experienced. Although requested, there is no additional patient or event information available.